Manufacturer narrative:
Literature reference: doi.org/10.4070/kcj.2017.0016. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A 1,672 patients were randomised in the trial and 271 of these had endeavor sprint drug eluting stent implanted. At the 1, 3, 6 and 12 months follow up, patient death was reported along with target lesion related myocardial infarction, revascularization of target lesion, stent edge dissection, occlusion and stent thrombosis.